Event description:
Philips received a complaint by the customer on the v60 indicating that an intermittent o2 alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an intermittent o2 alarm had occurred. The customer connected the unit to the h tank o2 source and applied o2 then turned it off. The remote service engineer (rse) determined the reported issue had been resolved but the customer requested onsite service for confirmation. Device evaluation and repair are pending.

Manufacturer narrative:
A proposal for service was sent to the customer but later expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.